Event description:
Eight of the surgical blades broke off during surgery in the pt's mouth.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.